Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reav2476 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
It was reported by the nurse that the patient underwent catheter placement in the facility on (B)(6) 2017. It was found that there was damage on the "exposure" part of the catheter during catheter maintenance in another hospital in (B)(6) 2017. The "exposure" part was trimmed by the nurse in the hospital and the connection tube in the original accessory kit was connected with the catheter. It was found that the catheter wholly slid off and migrated to the heart.